Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. .

Event description:
It was reported that the right ventricular lead exhibited far field p-wave oversensing. Chest x-ray was performed and indicated that the right ventricular lead and right atrial lead both were dislodged. The patient presented in the emergency room and device interrogation revealed that both leads exhibited an unspecified issue. Programming changes were suggested. No intervention was performed. The patient was stable post event.

Event description:
New information received on (B)(4) 2019 indicating that the patient previously experienced inappropriate high voltage therapy. The right atrial lead also previously exhibited a sensing issue. The patient presented for procedure on (B)(6) 2019. During the procedure, the right atrial lead exhibited an issue with the guidewire. The system was explanted and replaced. The patient was discharged post procedure.

Event description:
New information received on (B)(4) 2019 indicating that the patient exhibited twiddler's syndrome. The leads exhibited failure to capture. Chest x-ray was performed and the leads were twisted. No intervention was performed. High voltage therapy was turned off and the device was reprogrammed.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.